Event description:
A hospital in another country, reported to our distributor that a member of the medical team found a hole in an rt126 infant low-flow breathing circuit during use which caused the ventilator to alarm. No patient consequence was reported.

Manufacturer narrative:
The product referred to in the complaint is not sold in the USA but it is similar to a product which is sold in the USA. The rt126 breathing circuit was examined for holes. Results: there are six holes on the corrugation ridges of the expiratory tube located half way between the patient end of the tube and the water trap. Conclusion: it was reported that the ventilator alarm alerted medical staff of problem if the holes were present prior to or during set up off the breathing circuit, the ventilator would have alarmed as the system would have failed the leak test. Therefore these holes must have occurred after set up, most likely cause by a sharp edge, cutting or pinching of the breathing circuit. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests that the expiratory tube came into contact with a sharp object post production and most likely after a sharp object post production and most likely after equipment set-up. Our monitoring and trending of leaks in breathing circuits has a rate of occurrence worldwide of 0.0041% for the last year to 2008.